Event description:
It was reported that the patient's device turned off after going through a security gate at an airport. The patient's device was turned back on by their healthcare provider. The healthcare provider confirmed that the patient experienced no stimulation. The patient's device was reprogrammed and functioning fine. There were no problems with the patient's device. No patient injuries were reported.